Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The events of incorrect placement, vision abnormalities, and bleb related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional implanted a xen in the patient's right eye and then noted they "had to revise it as it had a too posterior placement and was not functioning". Following this, it was sitting on iris in ac, with good high dome, diffuse bleb, but patient's va has not recovered since op (6/5 preop ua, now 6/36, ph 6/9). [Patients] got a myopic shift, (-1.00/-0.25 x 174 bcva 6/5), patient also has appearance of asteroid hyalosis type deposits in the vitreous, which was not there before. Patient is phakic and has some symptoms of bleb dysaesthesia.